Manufacturer narrative:
The returned tb-0535fcs (lot#: kr852182) was evaluated for ¿error code¿ issue. The reported error code complaint was not confirmed. The device attached to the usg-400/esg-400. Probe check was performed and the device passed the probe check testing. Both switches were checked and found to be functional. In addition, visual inspection on the received condition was performed on the device and determined that there is some tissue buildup. The ptfe pad (teflon pad) was inspected and found lifted with metal exposed. The distal end of the device was inspected under the microscope and found charred marks on the probe tip. The wiper movement is noted to be normal and the consistency of movement of the handle and jaw is normal as well as the handle load. The rotation of the knob torque is determined to be normal and smooth. In summary, based on the evaluation and investigation results, the reported issue of ¿error code¿ issue was not confirmed however, a damage teflon pad with charred marks and exposed metal was found. The cause of the worn teflon pad is attributed to no tissue or insufficient tissue between the probe and jaw when the device is activated.

Event description:
Confirmation from user facility that no device fragments fell into patient.

Manufacturer narrative:
The subject device was not yet been received for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed. As a preventive measure, the instruction manual provides several warning statements in an effort to prevent damage to the probe. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during an hysterectomy procedure, during use, error code appeared on the device when the doctor tried to cauterize. In addition, the blade breaks when they removed the trocary forceps. The intended procedure however, was completed and the reported device was not used to complete the procedure. No other equipment was replaced during the procedure. There was no patient or user injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of a device history record (DHR) review and update to section h6. The device history record for the lot indicated no anomaly with regard to inspection.